Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID d164awg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that there was an alert due to high impedance on the right ventricular (rv) and superior vena cava (svc) coils. A lead fracture was suspected. The lead remains in use. No patient complications have been reported as a result of this event.